Event description:
A medtronic representative reported one of the tactile probes broke off in a patient during a surgery. The tip broke off in the sacral joint. They left it in and placed the screw to the side of it. No impact on the patient outcome was reported.

Manufacturer narrative:
Patient identifier was unknown at the time of this report. Device manufacture date was unknown at the time of this report. The device was returned and forwarded to engineering for analysis.